Event description:
It was reported that the patient underwent revision surgery due to infection. The right side implants were removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event is considered confirmed. The patient developed a mrsa-related abscess around the implant, which was ultimately removed during surgery, followed by IV antibiotics. A stryker medical expert concluded that the implant was not the direct cause of the infection (see communication log for further details).